Event description:
It was reported that during a lobectomy procedure where the stapler was stuck on the pulmonary artery and could not be opened. Rep walked the surgeon through the steps over the phone but they were still having trouble. Sales rep then drove to the facility where he was told the patient passed prior to his arrival. Surgeon stated to the rep that he just couldn't open it and the patient bled out. Surgeon described the situation to the rep that he fired the device and it sounded like it fired halfway. Surgeon tried to open but couldn't open the device. Rep asked the surgeon if he used the reverse button, surgeon replied that he did. Surgeon said he engaged the manual override however he was operating alone. Rep informed the surgeon that when engaging the manual override someone needs to hold on to the shaft to engage because its a pretty hard ratchet to ratchet the knife blade back. Surgeon said he tried the manual override but was unable to get it back. There was a lot of bleeding. A second stapler was used to staple underneath when they couldn't open the first stapler. It was described by the surgical tech that after the second stapling there was blood everywhere and the passed very quickly after that. The surgeon walked the rep to the or where he was able to take a look at the stapler, the manual override had been engaged because the cap was off and the wrench was up.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for the procedure? What vessel was the device being fired on when the issue occurred, main pa or pv? Was it a lobectomy or pneumonectomy? Was there difficulty closing the device? Was there any unusual sound heard? How far is it believed that the device may have cut and/or stapled? Why is it believed that a difficult to open issue may have led to vessel bleeding? What exact troubleshooting steps did the team take to open the device? When attempting to open, did the surgeon squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument? While pressure is still on the anvil release button, slowly release the closing trigger? When using the manual override, did the surgeon ratchet the manual override back and forth multiple times in an attempt to return the knife blade to the home position? Did the surgeon attempt to force the closing trigger upward (away from the handle) until the closing trigger returns to its original position can enable the opening of the jaws? Is it possible that there were clips near the area where the device was fired? What is the surgeon¿s experience with using pvs device? Is the lot and/or batch number of the cartridge used with the device available? Is the surgeon interested in speaking ethicon medical personnel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2025. D4: batch # 874c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was received with no apparent damage, with the closing trigger and anvil in the closed position, and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door was not present on the device and was not returned for analysis; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was CT scanned, and the articulation lock tooth was noted to be broken. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. This condition prevents the device from holding the articulation setting and does not affect the opening mechanism. An attempt was made to open the instrument, and it opened without difficulty when the anvil release button was actuated while squeezing the closing trigger. Please note that to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. For further instructions please refer to the instructions for use. To verify the condition of the internal components, the device was disassembled, and the slide lever was noted to be past the fully fired position and the tab that rides in the drive bar slot was broken. The damage to the tab was most likely caused by applying an excess of force to the reverse button switch when attempting to open the instrument after the drive bar had already returned to the home position. This damage found would not have prevented the instrument from opening. No functional test was performed due to the condition of the device. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The instrument opened normally when the unclamp lockout was pressed while squeezing the clamping trigger. Device history review a manufacturing record evaluation was performed for the finished device batch number 874c51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 5/12/2025. H9: 1527736-04/22/2025-001-c.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Additional information was requested, and the following was obtained: what was the indication for the procedure? Lobectomy. What vessel was the device being fired on when the issue occurred, main pa or pv? Pa. Was it a lobectomy or pneumonectomy? Lobectomy. Was there difficulty closing the device? Unknown. Was there any unusual sound heard? Unknown. How far is it believed that the device may have cut and/or stapled? Half way why is it believed that a difficult to open issue may have led to vessel bleeding? Yes. What exact troubleshooting steps did the team take to open the device? Engaged manual override. Surgeon operated alone without pa, fa or resident. When attempting to open, did the surgeon squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument? Unknown. While pressure is still on the anvil release button, slowly release the closing trigger? Unknown. When using the manual override, did the surgeon ratchet the manual override back and forth multiple times in an attempt to return the knife blade to the home position? Unknown. Did the surgeon attempt to force the closing trigger upward (away from the handle) until the closing trigger returns to its original position can enable the opening of the jaws? Unknown. Is it possible that there were clips near the area where the device was fired? Yes. What is the surgeon¿s experience with using pvs device? Since launch. Is the lot and/or batch number of the cartridge used with the device available? Unknown. Is the surgeon interested in speaking ethicon medical personnel? Maybe.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4: batch # 874c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the closing trigger and anvil in closed position, and with a reload loaded on the device. The reload was received partially fired 1/10. The condition identified during the investigation of the reload received has been correlated to the manufacturing process. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The CT scan analysis showed the distal channel retainer was noted to be damaged. The damage to the distal channel retainer is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed that the slide lever is past the fully fired position and the tab that rides in the drive bar slot is broken. This damaged noted would not have prevented the instrument from opening, however no functional test was performed due the condition of the device. The damage to the tab was most likely caused by applying a very large force to the reverse button switch when attempting to open the instrument after the drive bar had already returned to the home position. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The instrument unclamped normally when the unclamp lockout was pressed while squeezing the clamping trigger. Although no conclusion could be reach on the cause of the reported event of hemostasis intervention, the instructions for use contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Device history review a manufacturing record evaluation was performed for the finished device batch number 874c51, and no non-conformances were identified. Additional information was requested and the following was obtained: operation was bumped back and was supposed to have another surgeon. Removal of cancer in the upper lung and the tissue was frail. Staple line failed. Just before last staple, techs were changed and did the stapler before they left the room. Put stapler on the largest artery going to the upper lobe. Clamped down and staple line was fine. Fired down and jammed, reverse stapler would not work. Opened clamp, got another stapler and clamped and was fired, massive bleed occurred. Started to pack and extended incision. Re-stapled the other part of lung and patient passed. Distal top was on a major artery and there was a fear of tearing main pa. It was hard to squeeze the handle. When the stapler was closed, was there any bleeding? No. Proximal with another pvs and fired, was the firing okay? Yes. When released, is that when the massive bleed occurred? Yes. Was the thumb button pushed? Yes. What attempts to open device? Thumb multiple times. Was the manual override used? Yes. From the opening, did you first squeeze the closing trigger and then press the anvil release button? Yes, first thing tried.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2025. D4: batch # 874c51. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was received with no apparent damage, with the closing trigger and anvil in the closed position, and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door was not present on the device and was not returned for analysis; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was CT scanned, and the articulation lock tooth was noted to be broken. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. This condition prevents the device from holding the articulation setting and does not affect the opening mechanism. An attempt was made to open the instrument, and it opened without difficulty when the anvil release button was actuated while squeezing the closing trigger. Please note that to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. For further instructions please refer to the instructions for use. To verify the condition of the internal components, the device was disassembled, and the slide lever was noted to be past the fully fired position and the tab that rides in the drive bar slot was broken. The damage to the tab was most likely caused by applying an excess of force to the reverse button switch when attempting to open the instrument after the drive bar had already returned to the home position. This damage found would not have prevented the instrument from opening. No functional test was performed due to the condition of the device. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. The instrument opened normally when the unclamp lockout was pressed while squeezing the clamping trigger. Device history review: a manufacturing record evaluation was performed for the finished device batch number 874c51, and no non-conformances were identified.